Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that, after the valve was implanted, there was no improvement in the patient's symptoms. According to the report, during the revision surgery, fluid would not flow through the peritoneal catheter upon pumping the valve, so the valve was explanted. The patient passed away soon after the surgery.